Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Photo received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation.

Event description:
It was reported that the surgeon did not consider this a product fault as his assessment was that it was a result of a crossed staple line. Situation: low anterior ca bowl resection. Using the triple staple technique. Upon firing of cdh29p a flexi sigmoidoscope was used to visualize the new join. Two miss formed staples were witnessed in the top lh corner of the join. The surgeon judged these to be from crossing the cs40g staple line in the triple staple technique and was not concerned by them. There was no delay to the surgery. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 09/08/2021. This is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a display with the picture of a tissue and no malformed staples were noted. Based on the photo review the event describe could not be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.